Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. Investigation conclusion: visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. Root cause description: it is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the rear canular of an unspecified bd¿ pen needle was broken. Customer¿s verbatim: ¿rear canulla end is broken.¿